Event description:
The co's service representative reported that the rental 3100a did not meet a performance specification. The elapsed time meter (etm) had stopped running. There was no pt involvement at all.